Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl. The customer treated the high blood glucose with a bolus. The customer was informed that there could be many reasons for high blood glucose. The customer did not have time to trouble shoot the insulin pump, but stated that they will call back to do so. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.